Event description:
It was reported by the user facility that the saline bag was filled during recirculation. There was no pt involvement. The arterial and venous pressure/s kept oscillating. The rn was unable to replicate the issue and the machine was put back into circulation without any further issues.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. The rn was unable to duplicate the saline bag back fill. And the machine was put back into service without further issues. An investigation of the device mfg records was conducted by the MFR. There were no deviations of nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.